Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "stripes on main display" was confirmed. The root cause was attributed to a faulty main display. The main display assembly was replaced to fix the problem. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. The user interface module software version of this pump is 8:11:00. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "stripes on main display". This event occurred "at power on". This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.